Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. The physician advanced the 2.50x20mm apex monorail balloon to the moderately calcified and tortuous proximal right coronary artery (rca). During the procedure, the physician couldn't see the balloon markerbands under fluoroscopy. The physician was able to complete the procedure with the apex device with no patient complications reported. The patient's current condition is listed as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).